Manufacturer narrative:
A product investigation was performed for this device. The device was not returned to the manufacturer for evaluation. The root cause for the broken drill bit was undetermined. The radiographic and clinical data was reviewed by a sign orthopedic surgeon for clinical risk. The surgeon performing the surgery has primary responsibility in determining clinical risk for broken drill bits and/or broken screws that are left in place. There is no clinical risk presented by leaving this material in place in this patient. Sign fracture care will continue to monitor these events as part of our post market surveillance activities.

Event description:
On (B)(6) 2014, it was reported that a broken drill bit was identified in the post op x-ray that looks to be pinned next to a screw.